Manufacturer narrative:
The reported tracheostomy tube was returned for product evaluation. Visual inspection found the device to be without any abnormalities or defects. During functional testing, a syringe was used to inflate the device cuff; however, the cuff could not be inflated and a tear was observed on the device cuff. The user reported that the inflation system was tested prior to patient use with no leaks observed; however, product evaluation and inspection was not able to determine the root cause of the tear in the cuff material.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that they checked the listed tracheostomy tube for leaks prior to intubation, and no leaks were observed. After one week of patient use, the device was found leaking at the cuff. The device was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. The name of the reporter who submitted the product issue has been obtained. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.